Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibial tray and the insert did not fit

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation of the returned device finds damage consistent with unsuccessful attempts of insertion. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code: (B)(4). Lot number: hc8805. Device history review DHR reviewed, no deviations were noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.